Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. The patient experience pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat stress urinary incontinence. Post implantation the patient experienced pain, erosion, recurrence and vaginal scarring. It was further reported that patient underwent mesh revision on (B)(6) 2012 due to erosion. (B)(4).